Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: evidence of loss of prime is illustrated in several ¿cs162¿ loss of prime due low non zero force warnings, returned battery/cartridge caps were used. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warning or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.